Manufacturer narrative:
This incident occurred at the (B)(6) hospital nephropathy dialysis department. The patient is a diabetic and was in the hospital because of renal failure. The event occurred in the noon of (B)(6) 2016. The injection site was the abdomen. The needle was punctured vertically in the subcutaneous tissue and after 10 seconds when the needle was removed, it was found broken. The x-ray confirmed the needle remained in the site. The hospital did not take further intervention at the time of report. Device evaluation: result - one sealed and intact and two (2) opened 31g x 5mm pen needle samples along with 7 photos were returned from lot 4335315, catalog 320165. Visual examination of the opened samples and photos found a broken patient end of the cannula of which one had indentation on the hub. No issues were observed with the sealed sample. No qn's or noe's related to broken needle patient end were raised during the manufacture of these lots. A review of the device history record was carried out. Calibrated critical process settings were reviewed and no issues were found. In process inspections were reviewed and no issues were found. Qa in process settings were reviewed and no issues were found. Final inspection was reviewed and no issues were observed. A review of the maintenance log for assembly line 11 shoed no maintenance which could have influenced this fail mode was performed on the line during production of lot 4335315. Conclusion - bd was able to duplicate or confirm the customer's indicated failure mode. The damage observed to the needle hub would indicate this is related to the needle through shield fail mode. This could not be confirmed however, as the shield for the complaint sample was not returned. The potential cause of this issue lies at the shielding station in bd assembly process. If the needle is presented to the shielder obliquely, the downward movement of the empty shield results in the needle penetrating the shield. CAPA (B)(4) was raised for the needle through shield issue. This CAPA is currently at implementation stage, and the associated corrective actions are due for completion july 1, 2016.

Manufacturer narrative:
(B)(6) device evaluation: a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that nurse was injecting insulin into the patient using the suspect device when the needle broke off. An x-ray was performed and the broken piece was detected but no further interventions were performed at that time. This was the initial use of the device. No further information is available.